Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2

Event description:
Reference number (B)(4) event occurred in the united states on (B)(6)2024, it was reported by the patient that two infusion set tube was damages due to which infusion set was leaking. Event was occurred on (B)(6)2024 and (B)(6)2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available